Manufacturer narrative:
A steris representative was dispatched to the user facility. The sterilizer was inspected and confirmed to be operating according to specification. The unit did not malfunction and no repairs were performed. No additional issues have been reported. The DHR was reviewed and no issues were noted. It is unknown what caused the reported irritation. The unit is not under steris contract agreement for maintenance. The steris representative has reviewed the proper use and operation of the unit with the user facility.

Event description:
The user facility reported that employees experienced symptoms of irritation while operating their v-pro 1 sterilizer. Medical treatment was not sought by the employees subject of the reported event.